Event description:
At a refill session, according to the nurse, the clonidine in the pump was dramatically decreased (dose not reported). Immediately upon completion of a programmed 4 hour bridge bolus the patient reported intense pain at the catheter entry site; the symptoms worsened; the patient was admitted to the ICU and experienced a stroke. The pump was used to deliver bupivacaine, fentanyl, clonidine, and sufenta. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.